Manufacturer narrative:
(B)(4). Batch #u5av4r. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one ecr60b reload loaded in the device. The reload was received partially fired 1/16 with damage on reload deck. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open colostomy closure, the device could not be fired at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.